Manufacturer narrative:
(B)(4). Unit received with blank display due to corroded electronic assemblies and corroded battery tube. Unable to perform displacement test, self test, and current measurements due to display anomaly.

Event description:
Information received by medtronic indicated that the insulin pump received stuck button alert and had blank display. Customer also stated that battery cap was damaged or corroded. No harm requiring medical intervention was reported. The device will be returned for analysis.